Event description:
It was reported that bd q-syte ext set, luer-lok 6 in micro bore q-syte septum broke. The following information was provided by the initial reporter, translated from chinese to english: a hepatobiliary surgical nurse was using an infusion connector on a patient who was bleeding and oozing, and examination revealed a broken septum. Replace the new separator membrane infusion connector.

Manufacturer narrative:
. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385102 and lot number 3306810. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.